Event description:
(B)(4). When I had it in "j" got huge and I had all types of infections in my vaginal area and I kept getting bad migraines and was always nauseous and I had yeast infections in my mouth and bad back pain and bad pain in my ovary area. My periods came back to back. I was always going to the dr for stuff. I lived in pain and with frequent problems such as spraying blood out my vagina during intercourse all the way up till I got it out. When I got it out, I felt 100 times better . I had no energy and was always anemic. All I wanted to do is sleep all the time . Was like that for 4 year . I also had onset mental issues that are gone now and I used to black out and not be able to breath.